Event description:
Spontaneous. Patient reported that pump is infusing in 15 minutes when it should take approx 1 hour and 42 minutes. Possible pump malfunction. No missed dose or adverse event reported. Pump available for return. No further information. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the patient have a backup device they were able to switch to? No. Cutaquig strengths: 2gm/12ml and 8gm/48ml. Reported to cvs/caremark by pt/caregiver.